Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the pump sticking. During the procedure, a capsule was seen holding the pump partially depressed. The cylinders and pump were removed and replaced. The components performed correctly outside of the scrotum; therefore, the capsule was suspected to have caused the anomaly. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.